Event description:
"Surgeon was inserting screw into plate during case when the head of the screw sheared off."

Manufacturer narrative:
The product was not returned for investigation. Therefore a metallurgical examination, indispensable in such cases, cannot be performed and it is not possible to determine the root cause. Potential root causes for a screw fracture are: bone was hard with resulting high torque. Application of unintended loads (e.g. Inadequate sensitive tightening of the screw during insertion). Inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact). Collision with other implant or instrument. Based on statistical eval there is no indication for any systematic design, material or mfg issue. The complaint is added to the trend.